Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 14 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2015. The criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2015 for lead impedance and ventricular- sensing integrity counter (sic). The analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) pace impedance were steady at 550 ohms through (B)(6) 2015, and started rising out of range (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, noise, high sensing integrity counter (sic) and a possible fracture. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.